Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: revised a 3x16 cs tibial insert of a left knee. He revised it to a 3x19 due to mid-flexion and flexion instability. He said the patient took a fall in the summer timeframe and symptoms progressed from there. No allegations made against the implants.

Manufacturer narrative:
Reported event: an event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event could not be confirmed as insufficient information was provided. Further information such as device lot identification and return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
The following was reported: revised a 3x16 cs tibial insert of a left knee. He revised it to a 3x19 due to mid-flexion and flexion instability. He said the patient took a fall in the summer timeframe and symptoms progressed from there. No allegations made against the implants.